Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where the valve position looked good upon initial release then canted ventricular on the posterior side. Even though the valve seemed stable, the team opted for surgical explantation. Anterior leaflet noted to still be captured when they explanted the valve (no comment on posterior leaflet). Patient is stable.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for valve deployed too ventricular was confirmed with empirical evidence based. Device history review (DHR) was completed and there were no non-conformance's related to the issue observed and the device passed all manufacturing specifications. In screening, significant leaflet tethering was noticed along with essential volume status optimization, however valve settling events such as valve deployed too ventricular may be caused by a variety of factors such as minor subvalvular interaction that causes a drop immediately upon deployment. Additionally, these events may be caused by other procedural factors such as the inability to capture the leaflets or volume management. Since there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.